Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) removed occlusion in the waste sump. Fse cleaned out the sump and replaced waste sump float switch. Ran system without any leaks.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a hydro leak on the synchron cx9 alx clinical systems. No injury or exposure was reported.